Event description:
It was reported that the patient experienced a staph infection and the pump was removed on (B) (6) 2010. See manufacturer's report #: 3004209178-2010-02267. The pump was replaced on (B) (6) 2010. Since that replacement and refills performed by another hcp, his pain had "gotten worse"; pain was over the pump. The patient's oral pain medications were reduced after replacement. The patient had lost over "30 pounds" because of the pain. It was believed that the pump was working well because at the last pump refill, he was set up with a bolus 3 times per day. The patient had indicated that "during the times of bolus his pain is under control". The patient hoped to have "an adjustment for pump" at refill in (B) (6) 2010. It was later reported by the hcp that a revision was subsequently performed on (B) (6) 2010 due to "avulsion".

Manufacturer narrative:
(B) (4).